Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezd0686 showed no other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
It was reported by nurse that the catheter was implanted on (B)(6) 2015 at the hospital in x-ray suite. Patient complained of chest pain during infusion a few times. (B)(6) 2015, a nurse suspended the catheter was blocked as failed aspiration. Nurse was called to check and found a slit on the catheter body.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 5fr d/l groshong catheter. Usage residues were evident throughout the sample. The extension tubing markings were completely worn. A longitudinally aligned split was observed approximately 1cm distal of the bifurcation. An attempt to infuse water through the sample using a 12ml syringe revealed both lumens to be patent to infusion; however, during infusion through the red lumen, a leak was observed emanating from the site of the aforementioned split. Microscopic inspection of the split revealed it to have occurred within a longitudinally aligned impression. The split edges curved inward. The edges exhibited a dully granular texture. Following longitudinally bisection of the catheter in the vicinity of sample in the vicinity of the split, microscopic inspection of the web wall and the catheter wall inner surface revealed longitudinally aligned scoring marks. The damage on the inside surfaces of the catheter was more extensive than the damage outside. The inward curving split edges, longitudinally aligned impression and damage inside the catheter were consistent with damage caused by the inlaid stylet. Such damage can occur if the stylet is manipulated/removed through a tortuous path and/or prior to wetting. The product IFU states ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed.¿